Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that the patient experienced angina and in-stent restenosis and vessel dissection occurred. In (B)(6) 2012, the patient presented due to stable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was a de novo lesion located in the mid saphenous vein graft (svg) to proximal left circumflex (lcx) artery with 70% stenosis and was 9 mm long with a reference vessel diameter of 3.5 mm. The target lesion was treated with direct placement of a 3.50 x 12 mm promus element¿ plus drug-eluting stent with 0% residual stenosis. Additionally, the lesion located in the sequential vein graft to first diagonal (d1) branch and left anterior descending (lad) artery was treated with direct stent placement using a 3.5 x 38 mm non-bsc stent. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient presented with recurrent angina and cardiac catheterization was recommended for further evaluation. Coronary angiography revealed proximal lcx occluded. Svg to lcx had 75% mid stenosis; after this there appeared dissected area in the vessel which is compromising the lumen by 75% to 90%. The lesion located in svg to proximal lcx was treated with the placement of 3.5 x 38 mm and 3.5 x 18 mm non-bsc drug-eluting stents in overlapping manner with excellent results. Additionally, 90% proximal stenosis located in svg to lad was treated with placement of 3.5 x 26 mm non-bsc drug-eluting stent with excellent results. On the same day, the event was considered to be resolved.